Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single piece lens. The lens was removed and exchanged for another style lens 2 degrees posterior. Reporter stated this event was not related to the lens. The lens was discarded.

Manufacturer narrative:
(B)(4).